Event description:
Additional information received indicated that the neuropathy was not believed to be related to vns therapy.

Event description:
The patient experienced neuropathy in her legs, but it was not clear if this preceded vns implant. No additional relevant information has been received to date.